Manufacturer narrative:
The device was manufactured on 26 march 2024. The device was not implanted. - on (B)(6) 2026, the battery voltage was measured at 2.95v. As described in the user manual, the device should not be implanted if the battery voltage is below than 3v. - files analysis (data file dated (B)(6) 2026) revealed that no battery reforming was performed since the device manufacturing. Based on files analysis, this device is probably affected by a software bug: a device interrogation should have switched the device into a specific mode, which is more consuming than the shelf-life mode, which explained the change in the battery curve, and deactivates the battery reforming until the device implantation. The switch into a specific mode after interrogation is not expected. The switch into the specific mode occurred probably mid-2024.

Event description:
Reportedly, while preparing the device for implantation, I noticed the voltage dropping below 3. The device has been removed. I wanted to know if this battery drain on the device is normal.